Event description:
Tubing over cassette where pumping mechanism works is very flexible. If loaded incorrectly, tubing may be pushed aside and pinched off. Result: pump reads greater quantity infused than what actually used. Multiple errors have occurred. (Lack of pain control)